Event description:
The customer reported via telephone call that the insulin pump act button was unresponsive. No blood glucose reading was provided. The customer stated that she sometimes takes out the battery and replaces it, and then the button works again. However, she received a weak battery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.